Event description:
Philips received a complaint on the v60 ventilator indicating that the pressure did not increase when they attempted to use the device on a patient. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the field service engineer (fse) that the issue was not resolved when they tried to replace the patient circuit. The device continued to operate when the issue was observed. The v60 experiencing the device issue was replaced with another v60 device. The customer did not provide any patient information and there was no delay in therapy or medical intervention required as a result of the device issue. This investigation is ongoing.

Manufacturer narrative:
The customer informed the field service engineer (fse) that the issue was not resolved when they tried to replace the patient circuit. The device continued to operate when the issue was observed. The v60 experiencing the device issue was replaced with another v60 device. The customer did not provide any patient information and there was no delay in therapy or medical intervention required as a result of the device issue. The device was evaluated by performing routine maintenance and the reported device issue could not be confirmed. There were no abnormalities when performing a functional test. The device was then cleaned, inspected, and had a running test performed. The investigation concludes that no further action is required at this time.